Manufacturer narrative:
Further investigation identified that the complaint the initial MDR was submitted under was a duplicate of the complaint which MFR report #0001831750-2024-00306 was submitted to the FDA under. This record was submitted in error and does not represent a separate incident.

Event description:
It was reported that the patient had experienced unspecified skin issues while using the surface. Further investigation identified that the complaint the initial MDR was submitted under was a duplicate of the complaint which MFR report #0001831750-2024-00306 was submitted to the FDA under. This record was submitted in error and does not represent a separate incident.

Event description:
It was reported that the patient had experienced unspecified skin issues while using the surface. Further details have been requested but have not been provided at the time of initial reporting.